Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported experiencing an intraocular pressure (iop) control issue during a vitrectomy procedure. The doctor indicated that the globe felt very difficult to scleral depress, despite lowering iop from 35 to 25. At the end of the case, the doctor went to air when the iop was at 30 and the eye was rock hard. The case was completed with no harm to the patient.